Event description:
The customer reported that it was necessary to change the adult thoracic drainage system for one of the same capacity because the columns were mixed without the equipment falling. It caught their attention to see that the water from the water seal that is colored blue was in the last column of the drain. There was no patient injury. The device was being operated in the hospital at the time of this event. There was no recidivism. There is no photographic or physical evidence of the medical device.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. All acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. During the manufacturing process on aqua seal vessels, they are all 100% leak tested and 100% functionally tested as part of the process. Also, independent sampling is complete by quality assurance to confirm units are functioning correctly. A sample was not received for the investigation. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to confirm the reported condition, determine the root cause(s), or implement any corrective action(s). If a sample should be returned at a later date this complaint will be reopened and the investigation updated to reflect our findings. This complaint will be used for tracking and trending purposes.